Event description:
Clinical study: it was reported that 1126 days after a coronary artery stenting procedure the patient experienced chest pain and required coronary artery bypass grafting (CABG). The target lesion was a 2.5mm, 90% stenosed, 10mm long portion of right posterior descending (r-pda). The physician treated the lesion with pre-dilatation and placement of a 2.5 x 16 mm taxus liberate' study stent, with 0% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. At 1126 days post index, the patient presented to the emergency room with intermittent chest pain on exertion over the course of two weeks. He was treated with medication and was admitted to the hospital for further evaluation. Earlier in the day, the patient was seen for a three year follow-up office visit. He was originally scheduled for cardiac catheterization, but due to worsening chest pain he was brought to the emergency room. An acg showed normal sinus rhythm. The patient underwent an attempted revascularization in the r-pda and the 1st rpl with a 99% pre-treatment diameter stenosis with timi 3 flow. The site reported the investigator was unable to successfully dilate these lesions. The next day, the patient underwent a successful CABG surgery in the following vessels r-pda; 1st rpl; 1st diagonal; and 1st om. The patient was discharged 7 days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that.